Manufacturer narrative:
Correction: the initial MDR [6000034-2025-03422] submitted on september 25, 2025, was reported with incorrect date of awareness. The correct date of awareness of the reported issue is august 28, 2025, not january 01, 2021, as previously reported.

Event description:
Per the clinic, the patient has been experiencing ongoing non-auditory stimulation with open and short circuits noted on two electrodes. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the patient underwent a skin flap reduction surgery on (B)(6) 2018, (specific date not reported) due to report of issues maintaining connection with the processor coil. The implanted device remains.